Event description:
The account alleges that saline solution and blood leaked from the three-way stopcock. A new unit from the same lot was opened and used instead without issue. No reported patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. A visual inspection confirmed an observed crack on the female luer of the 1-way stopcock. The crack likely occurred during product application when the female fitting was coupled with another component. This was likely due to overtightening when the stopcock was connected to another component during product setup/application. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.